Manufacturer narrative:
As a result of investigation of the subject device, it was found that the distal side part of the basket wire 925mm long was returned to olympus. However, the proximal side of the basket wire and the pipe were not returned. The fracture surface of the basket wire was smooth like a cut with tool. The basket wire was deformed. From manufacturing record of the same lot for the subject device, nothing abnormal related to the reported event was detected on the following items. Outer diameter of the basket wire, deformation of the basket wire, outer diameter of the operating wire, overflown length of the brazing filler at the brazed part, outer diameter of the brazing part, outer appearance of the brazing part, opening length of the basket, retractivity (retractive performance) of the basket. The returned part showed only signs of cutting with tool, and fracture condition with bml-110a-1 could not be confirmed. Therefore, the reported phenomenon has not been confirmed. Based upon the similar cases in the past, due to factors of size, hardness, shapes of the calculus, and the likes, an excessive force could have applied to the subject device that is surmised to be a cause of the failure of crushing the calculus with bml-110a-1 and the fracture of the pipe. The deformation of the basket wire is surmised to be caused by the stress of crushing. As described in the instruction manual, this device is not designed to be capable of crushing all calculus. Warning: a lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap, tube sheath not completely retracted in coil sheath etc.). Stop use when any abnormality is detected.

Event description:
During crushing a calculus, the calculus was so hard that the subject device got stuck in the bile duct. The physician attempted to crush the calculus with a bml-110a-1 but failed. The basket wire did not break, but the subject device broke at the pipe. The stuck part was retrieved with biopsy forceps. The intended procedure was aborted. The patient was to undergo ehl later.